Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile. Relevant patient health history and preexisting medical conditions as well as result of cultures taken/type of organism(s) identified were requested but not provided. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient underwent a total knee replacement on (B)(6) 2018 where a size 2 cr plus tibial bearing, ar-523-a214, was implanted. The patient contracted an infection in the knee and on (B)(6) 2018, a linear exchange was performed and the tibial bearing was explanted. The patient has lupus and is being treated with antibiotics. The explanted bearing has been sent to pathology for further testing. Patient is a female, (B)(6).